Event description:
Electronic brachy therapy breast balloon applicator (size: 5-6 cm) ruptured during the pt's treatment course, after 3 out of 10 completed fractions. - the balloon split along its seam from end to end.